Event description:
A consumer reported following an intraocular lens (iol) implant surgery that she experienced halos around lights nearly blinding her along with severe visual distortions while driving one night. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire has not been received. (B)(4).